Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported revision surgery was scheduled for october 11th. The morning of the surgery the hcp decided to replace the left sided lead, extension, and neurostimulator. When the hcp opened the incision at the skull where the lead exits the burr hole device they noticed some part of the lead fracture possibly due to rubbing at the exit point out of the burr hole device. Due to the hcp cutting the lead and extension to remove them they were discarded. It was noted the patient was a young child at implant and had grown into a taller adult. The original lead was 28 cm and the extension was a 40 cm not a 60 cm. Following replacement there was no impedance issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer representative (rep) that the patient's symptoms on the right side of the body were worsening. Upon interrogation and impedance check, the hcp saw that all contacts, monopolar and bipolar, were out of range. Bipolar pairs were even low, and all monopolar pairs were between 16k-25k ohms. What factors may have led to or contributed to the issue was unknown. The patient said their battery replacement was on (B)(6) 2023. The patient mentioned they fell in 2020 in a golf cart accident on the left side of their body, which resulted in broken bones. That was the only trauma possibly to the symptoms that the patient could think of, even though they said that at that time, their symptoms were fine, and they didn't report any issues or impedance issues to anyone. Troubleshooting performed included re-ran impedances at higher stimulation (3v), and the same result occurred. The nurse ordered  x-rays, and the patient's symptoms will be treated with medication until the doctor evaluates the patient for a possible surgery revision.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37085-40 (serial: (B)(6). Product type: 0191-extension; implant date (B)(6) 2011. Brand name activa; product ID 3389s-28 (lot: v199559); product type: 0200-lead; implant date (B)(6) 2011. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37085-40 lot# serial# (B)(6) , implanted: (B)(6) 2011, explanted: (B)(6) 2023, product type extension product ID 3389s-28 lot# v199559 ,implanted: (B)(6) 2011, explanted: (B)(6) 2023,product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep), who called to discuss inter-op testing. The health care provider hcp reported the patient had noticeable mild to moderate dystonia of his head and neck today and a moderate no head tremor, which they said was worse than usual. Impedances were checked, and the right gpis were all within normal limits. However, the left gpi has high impedance at all four (4) contacts in monopolar and bipolar modes, checked at highest voltage. Monopolar values: 16.3k, 25.3k, 15.6k and 30.3k. Bipolar values 37.5k, 26.8k, 25.9k and 37.0k. An x-ray was ordered to see if they could see any hardware issues.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the impedance issue was unknown. Due to this issue a revision surgery was scheduled for october 11th. It was unknown if the symptoms had resolved as surgery had not taken place yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.